Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with sensing of atrial activity, significantly lower sensing, and low pacing impedance on the right ventricular (rv) lead. The patient had a chest x-ray taken, in which it was noted that the rv lead had dislodged. The physician elected to reposition the lead on (B)(6) 2021. The patient was in stable condition.